Event description:
Patient reported right side "worry", "headache", rupture, "simple cyst", "deformity", "pain" and "folds". Patient later reported "twinges in the breast, hotness in the breasts, lack of sleep because of the pain" and "stitches, redness and burning in the right breast." Device remains implanted. Patient reported malaise due to rupture.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.